Manufacturer narrative:
Results: the catrx guide wire lumen was torn approximately 2.0 cm from the distal tip. The catrx was kinked approximately 37.0 cm from the hub. The distal tip of the catheter was not damaged. Conclusions: evaluation of the returned catrx revealed that the guide wire lumen was torn on the distal end. If the guide wire was inserted into the catrx at an extreme angle, damage such as this may occur. The torn guide wire lumen likely contributed to the reported resistance. Further evaluation of the returned catrx revealed that the catrx was kinked. This damage was likely incidental to the reported complaint. The sep4 identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. It was reported that there was a large thrombus burden in the target vessel. During the procedure, while advancing a indigo system catrx aspiration catheter (catrx ), the physician experienced resistance but was able to complete the first pass. Next, a indigo system separator (sep4) was advanced through the catrx. While advancing the catrx a second time, the physician experienced resistance again. The physician then noticed under fluoroscopy that the distal tip of the catrx looked crushed and not much clot/flow was coming out of the tubing; therefore, the catrx and sep4 were removed. Upon removal, the physician confirmed that the tip of the catrx was damaged; however, there was no noticeable damage on the sep4. The procedure was completed using a second catrx. There was no report of an adverse effect to the patient.